Event description:
The technician alleged the foot end brake casters are not holding. No pt impact.

Manufacturer narrative:
The technician found the foot end brake and steer transfer link is broken. The technician replaced the foot end transfer link and rivet to resolve the issue.